Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the caller called for help with MRI mode, but noted that there was an issue at implant and a suture went into a different area. The call was disconnected. The caller called back and was helped by another agent. The patient reported that they had the implant procedure done, but there were issues with the surgery. The patient stated that they turned the device off and have not used the therapy since it was implanted because once they had the surgery, one of the sutures went to the left side of their hip and caused a big infection like a tennis ball. The patient stated that the doctors drained it, but they were now scared to use it again. The patient will talk to their doctor to discuss having the ins removed or start using it again. Agent documented reported event.